Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the left cylinder was placed outside of the corpora. The left cylinder and pump were explanted and replaced as a result. The patient was reported to be doing well after the procedure.